Manufacturer narrative:
(B)(6) .patient weight not available for reporting report is for one (1) unknown nail . Part number unknown, lot number unknown; UDI unknown . Device implanted in 2014, approximately two (2) years prior to explant attempt; exact date unknown device was unable to be explanted. (B)(4) utilized for patient¿s retained implant as it was unable to be explanted . (B)(4) utilized to report the inability to explant the device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instruments became damaged during a planned hardware removal on (B)(6) 2016. The original implant date was approximately two years ago in 2014 for a repair of a midshaft femur fracture. The fracture completely healed and the hardware removal was a planned explant. All screws were removed intact. The surgeon tried to remove the nail unsuccessfully, using various removal devices and extreme force and hammering to encourage the nail to move. An intramedullary reduction tool end split, an insertion handle tip broke, extraction screw threads stripped, and a cannulated drill bit tip became stripped. The surgeon decided to leave the nail in place. No instrument fragments remained implanted. No additional medical intervention was required. There was no surgical delay reported. The procedure was completed successfully with the patient in stable condition. This report is for one (1) unknown nail. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.